Event description:
It was reported that the promus rx stent delivery system (sds) had difficulty advancing through a significant bend in the right coronary artery (rca); however, it was navigated down the posterior descending artery. When the balloon was to be inflated, it was noted that the stent had dislodged in the tortuous curve of the rca. The patient returned later in the evening for a second procedure to have the dislodged stent removed using a snare device. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It was reported the stent delivery system (sds) met resistance in a tortuous curve in the vessel. It is likely that the stent became damaged in the tight curve, resulting in the stent ultimately dislodging. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The dislodged stent was later removed from the patient anatomy. The reported difficulties appear to be related to the operational context of the procedure. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.